Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 30july2019. The manufacturer's field service engineer (fse) performed troubleshooting and confirmed the reported issue. The fse replaced the gas delivery system to address the finding. The device passed required testing and was ready for use. The part was returned to the manufacturer for investigation: it was determined a defective u1 on the air flow sensor pcba created the air and o2 flow accuracy test to fail. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
It was reported that the air flow accuracy was out of specification. There was no patient involvement.